Manufacturer narrative:
The device will not be returned to olympus for evaluation as the user facility has discarded the device. The user facility informed that the patient has healed completely. The cause of the patient¿s outcome cannot be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual warns users that ¿the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
Olympus received a medwatch report (mw5068433) from the user facility, which stated that during a laparoscopic ventral hernia repair ¿small dime sized reddened area/burn noted on abdomen when done with case¿. Furthermore, the user facility informed olympus that event occurred ¿when the tip of the device was kept right up against the peritoneal wall and the tissue was very thin¿. The burn was noted when the loban was removed to close the surgical sites. The burn was treated with bacitracin, 2x2, and tegaderm dressing.